Event description:
Target was informed that during the procedure the coil was stretched after retrieving through a microcatheter. After further review of this returned product on 10/2/1998 it was discovered that the coil was detached making this a MDR. This occurrence had no affect on the pt's health.